Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm as well as no delivery alarms. Customer's blood glucose level at the time 332mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.